Event description:
Pt reported receiving a low blood glucose reading of 49 mg/dl on (B)(6) 2010 at 8 pm; pt ate. Pt stated at 11 pm, her blood glucose reading was 87 mg/dl. Pt reported on (B)(6) 2010 at 1 am, her blood glucose reading was 58 mg/dl; changed infusion device to a temporary basal rate (tbr) of 90% for 6 hrs. Pt stated at 3 am her blood glucose was 142 mg/dl, and at 7 am her blood glucose was 92 mg/dl. Pt reported she thinks the infusion device delivers too high amount of insulin. Pt stated she used the infusion tubing for 7 days. Advised pt of recommendation of usage of infusion tubing. Pt reported she showered with the infusion device on; used a shower bag. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.